Manufacturer narrative:
The intraocular lens (iol) was received cut in 2 pieces. The results of the visual and optical inspections performed were found within product specifications. The diopter measured correct as labeled, 20.0 d. The explanted lens was replaced with a lower diopter lens of the same model. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information provided is included.

Manufacturer narrative:
The iol was not received for analysis. The lens met all manufacturing specifications prior to market release. An update to this report will be submitted if the lens is returned or additional information becomes available.

Event description:
The surgeon reported the intraocular lens(iol) was explanted without complication 2 months after the initial implant. The cause of the iol explant was positive dysphotopsia.